Event description:
It was reported that the handheld device would have a frozen screen when the handheld was used while it was not charging. The flashcard was returned on 03/10/2015. Analysis of the device found no anomalies associated with flashcard software. The flashcard and software performed according to functional specifications.

Event description:
It was reported that a handheld computer presented a serial adapter mechanical problem. Return of the device is expected, but it was not received to date.

Manufacturer narrative:
Describe event or problem ; corrected data: the previously submitted MDR inadvertently provided an incorrect event description. Type of device, name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Device manufacture date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.